Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample/images/videos were received. A physical investigation was not possible. Due to no sample/images/videos received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with deep vein thrombosis in the right lower limb and iliac axis underwent thrombectomy and atherectomy procedure using a rotarex device for suspicion of a non-acute lesion. Initially, the device works well and removes most of the thrombi from the area to be treated, but in the course of the femoral vein to the vena cava, stenosis due to extrinsic compression is evident, causing fibrin material to detach from the vein, which blocks the rotarex set and narrows the guide inside the thrombectomy catheter, causing it to heat up slightly. The specialist is informed, who orders the removal of the entire set and the guide, revealing that the floppy part of the guide came loose and traveled to the right atrium of the patient. The doctor then removes a vena cava filter via jugular access and proceeds to try to remove the tip of the guide in the atrium with retrieval loops, first using a competitor's brand without success and then using our srk35 retrieval loop without success. During the maneuver, the patient becomes hypotensive and very sweaty with sphincter relaxation, so the procedure to remove the foreign body in the atrium is suspended, and the patient is stabilized. Later, the doctor informed that the guide from the patient's atrium had already been withdrawn. The patient tolerated the procedure very well and did not cause any complications. Reportedly, not sure on which day or after how many days they tried and retrieved the guide. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with deep vein thrombosis in the right lower limb and iliac axis underwent thrombectomy and atherectomy procedure using a rotarex device for suspicion of a non-acute lesion. Initially, the device works well and removes most of the thrombi from the area to be treated, but in the course of the femoral vein to the vena cava, stenosis due to extrinsic compression is evident, causing fibrin material to detach from the vein, which blocks the rotarex set and narrows the guide inside the thrombectomy catheter, causing it to heat up slightly. The specialist is informed, who orders the removal of the entire set and the guide, revealing that the floppy part of the guide came loose and traveled to the right atrium of the patient. The doctor then removes a vena cava filter via jugular access and proceeds to try to remove the tip of the guide in the atrium with retrieval loops, first using a competitor's brand without success and then using our srk35 retrieval loop without success. During the maneuver, the patient becomes hypotensive and very sweaty with sphincter relaxation, so the procedure to remove the foreign body in the atrium is suspended and the patient is stabilized. Later the guide from the patient's atrium has been withdrawn. The current status of the patient is unknown.